Manufacturer narrative:
H3, h6: the real intelligence cori, part # rob10024, serial # (B)(6), intended for use in treatment, was returned for evaluation. System log files and screenshots were retrieved from the returned device. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was not confirmed. Testing of the device did not observe anything abnormal. System log files and screenshots were reviewed with the software support team. The reported problem was confirmed. It was found that the system software did freeze for approximately 3 minutes during the case, as can be identified with the timestamps of the log messages. Based on the errors received prior to this incident, it seems likely that it was related to a known defect that occurs when the user selects an implant size smaller than the actual bone size. The most likely cause of the system freezing is due to a known software defect that causes the mapping algorithm to go into an infinite calculation loop. This occurs when the algorithm tries to get the intersection surface between the bone and cut guide, but is unable to due to sizing and deformation. The probability of this occurring is noted to be very low. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file including a documented risk level. Further investigation into the reported failure is being conducted to determine if additional actions are required. The failure mode will continue to be monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that, during a cori assisted tka procedure, the check points were shifted frequently and the real intelligence cori suddenly froze. The procedure resumed by manual procedure. The procedure was resumed, after a significant delay. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
Internal complaint reference: case (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.